Event description:
Additional information received indicates that patient was experiencing ineffective therapy. As such, the entire system was explanted to address the issue. There was no allegation the ipg.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the device information was not provided.

Event description:
It was reported that the patient's system was explanted for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.